Manufacturer narrative:
The neoblue user manual provides operating instructions to check the intensity of the light using a radiometer per the institution's procedure. The user manual also provides instructions for a qualified technician to test the intensity levels and readjust the intensity by adjusting potentiometers to achieve the desired output if required checking the intensity before each use is also recommended. The neoblue light intensity is factory calibrated to deliver 35 microwatts/cm2/nm at the "high" setting and 15 microwatts/cm2/nm at the "low" setting at a distance of 12 inches. This investigation is ongoing.

Event description:
The customer reported to natus on (B)(6) 2017 that their neoblue 3, does not adjust and the leds appear to be white only (i.e., yellow) without blue leds. Per the tsr the white leds are perceived as yellow because of the copper color of the backing board of the device. There was no report of harm, death or serious injury.

Manufacturer narrative:
Natus provided the complainant with a replacement high/low intensity switch and intensity switch cable, but installing these replacement parts was reported not to have resolved the led illumination issue. The complainant was then shipped a replacement constant current pcba. It was reported by the complainant that installing the replacement constant current pcba resolved the issue.